Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D4: lot #: requested, not provided . D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab manager. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for guidewire mechanical separation as the sample was not provided for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during the procedure, the guidewire was sheared, which was believed to be related to the angle of needle entry. The issue was not immediately identified and was later noticed by the discharge nurse while preparing the patient for discharge. A small portion of the wire was observed at the access site. The fragment was removed by vascular surgery, and no harm occurred to the patient. The portion of the wire was described as very small. The event occurred postoperatively.